Manufacturer narrative:
(B)(4).

Event description:
(B)(6) called ts to troubleshoot an episode from 2012 that she observed at today's in clinic check. The episode was a morphology update. There was a small amplitude signal that was occasionally sensed by the device. The signal was low amplitude, hugged the baseline, and consistently showed up every 4-5 seconds. Tse discussed that it has the appearance of myopotential oversensing. Tse discussed that the rep could consider trying to replicate the signal with deep breathing and coughing. If the signal could be replicated the physician could consider toggling off the (B)(4).